Event description:
It was reported that the patient increased stimulation to 1.4. The patient reports symptoms at night were the same as before implant. Additional information received from the patient reports she has not had any satisfaction with the device yet, but was going to talk to her doctor about changing the programming. Additional information received from the patient reports therapy had not been effective at reducing symptoms by 50% since implant. She has had a couple reprogramming sessions with a representative . Patient noted it was harder to go to the bathroom than before implant and her frequency in the morning was not being reduced. Patient had hard time going to the bathroom on (B)(6) 2015. Frequency symptoms not reduced on (B)(6) 2015. Reprogramming x 2 on (B)(6) 2015 (most recent (B)(6) 2015). Additional information was received from a patient who was implanted with a neurostimulator. It was reported the patient had experienced a loss or change of therapy; the patient reported no therapeutic effect since implant, and that their symptoms were worse now. The patient stated they called their healthcare provider (hcp) office to schedule a reprogramming session and was told they would first have to have urinary tract infection (uti) test to verify that they didn't have a uti. They had never had to do that before. The patient had several reprogramming sessions since implant, the last one being two months ago in which they received four new programs and was told to also turn stimulation off for a week. The patient did so, however they hadn't noticed any improvement, in fact the symptoms were worse. The patient had to get up to void every hour and a half at night and every thirty minutes in the morning for about 5-6 times. They also noted that if water was running they had to be near a restroom. The patient mentioned it was a slow flow and they didn't have any blockage as they had a physical and an ultrasound to rule that out. The patient also reported that asa part of troubleshooting, the hcp performed exploratory surgery ((B)(6) 2015) to check the lead - as suggested by the manufacturer representative (rep) according to the patient - however they were told that everything looked fine. The patient was to follow up with their hcp.

Event description:
Additional information received from the manufacturer representative indicated that the patient was seen in the office for reprogramming. It was noted that the patient was now happy.

Event description:
Additional information was received from a patient via manufacturer representative (rep). It was reported the patient had possibly experienced symptom return; the patient factors that may have led/contributed to the issue included patient compliance and understanding of the therapy. The patient was reprogrammed in the healthcare provider (hcp) office in (B)(6) 2016 and it was unknown if the issue was resolved at the time of the report. The rep noted the patient had to do other standard tests at the hcp office went in for reprogramming, like urine tests for uti. It was also noted the patient may have had a lead revision in the past, however the rep did not remember and would have to confirm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.